Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Further, the serial number of the pump was provided. The implant date of this pump was not communicated. The elective replacement indicator (eri) also occurred at (B)(6) 2017. The refill occurred on (B)(6) 2017 and a pocket fill had not been confirmed. The patient experienced overdose symptoms after the refill and withdrawal before the refill. A pump report from (B)(6) 2017 indicated that the pump delivered morfine 10,0 mg/ml at a dose of 6,752 mg/day, clonidine 500,0 mcg/ml at adose of 337,58 mcg/day, and bupivacaine 6,2 mg/ml at a dose of 4,860 mg/day. The issue and patient¿s symptoms were resolved with the pump being replaced. The causes of the pocket fill and patient symptoms were not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an morphine, clonidine, and bupivacaine via an implantable pump for an unknown indication for use. It was reported the patient experienced symptoms shortly after refill. It was stated both that it's possible a pocket fill had occurred, and there was a suspected pocket fill. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As later reported, the pump was replaced due to eri on ¿(B)(6) 2018¿ (interpreted as (B)(6) 2017). The pump was disposed of and will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was confirmed that the pump was replaced on (B)(6)2017. It was reported that the cause or contributing factors if the underdose symptoms was not determined. No further complications were reported and/or anticipated.